Manufacturer narrative:
The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the customer's report was no longer seen. The device was put through extensive testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device took an extended amount of time to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.